Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had a ¿clumpy precipitate¿ and would not flow. This occurred after filling with an unspecified amount of deferoxamine (100mg in 40ml unspecified diluent). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: august 17, 2017 - august 18, 2017. The actual sample was received at the plant for analysis with approximately 35ml of fluid in the bladder. Visual inspection on the unit noted excess drug precipitate inside the solution of the reservoir and also inside the tubing line. When the luer cap was removed there was no flow at the distal luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified. The cause of the no flow was determined to be caused by excess drug precipitate. Should additional relevant information become available, a supplemental report will be submitted.